Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that the right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that the right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. Analysis of the system and x-rays were performed. It was determined that the right ventricular lead exhibited high out of range shock impedance measurements and experienced fracture. Replacement of the lead was recommended. At this time, this device remains in service. No further adverse patient effects were reported.